Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. Analysis showed that the lead resistance measurements were normal. The lead passed hipot test indicating no electrical shorts between conductors.

Event description:
It was reported that right ventricular (rv) lead exhibited noise. The rv lead was explanted. No additional adverse patient effects were reported.